Manufacturer narrative:
Evaluation of this event cannot be performed because the device had not been returned to howmedica rutherford.

Event description:
Zickel nail was explanted due to a non-union of the left femur. No add'l info has been provided.